Event description:
During an unk procedure, the handles would not close. No clips were delivered. The surgeon used another like device to complete the case. There were no adverse consequences to the pt.